Manufacturer narrative:
Device evaluation of battery (B)(4) has been completed. The reported problem (unable to charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar at p2 and p4 inside of the battery. The root cause for the loose bus bar could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a patient's battery pack was not properly charging.